Manufacturer narrative:
Analysis was unable to confirm the customer comment that the analyzer was not working. The analyzer was found to be mechanically intact and passed all incoming functional testing. Battery was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working. There was no patient involvement.